Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after an interventional ablation procedure using an 8.5f sheath. Reportedly, the device may not have reached to the vessel due to fat beneath the skin. When the plunger was removed, the suture was pulled out too much. The suture, which made a ring, came out without capturing the vessel when the suture was pulled from the device. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The proglide instructions for use (IFU), states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.